Event description:
It was reported that the patient underwent an initial total shoulder replacement on the left side. Subsequently, the patient experienced a postero-superior cuff tear. As a result, approximately 7 years after initial replacement, the patient underwent a left shoulder revision. No further impact to the patient was reported. No other information is available.

Manufacturer narrative:
(D10) concomitant devices: 314-13-02 - equinoxe cage glenoid small, alpha: (B)(6). 300-60-01 - stemless humeral comp laser cage, size 1: (B)(6). 310-62-44 - stemless humeral head 44mm x 14mm x beta: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The revision reported was likely the result of rotator cuff deterioration and subsequent superior migration of the humeral head resulting in prosthesis wear of the glenoid component. The reason for the rotator cuff tear cannot be conclusively determined but may be related to an underlying patient condition, component sizing or positioning issues, or a combination of the above. D1: corrected h6: corrected investigation clinical codes.